Event description:
Our affiliate reports that during an arthroscopic procedure, 2 versalok anchors pulled out of their bone holes at the time of insertion. At this point, for whatever reason, the surgeon chose to go mini-open to complete the repair. The procedure was concluded successfully without further incident or harm to the pt. Also see associated MDR 1221934-2008-00303.

Manufacturer narrative:
At this point in time, mitek is awaiting receipt of the complaint device, and any further info that would be pertinent in discerning a root cause for reported event. Conclusion will be reflected in the follow-up report.